Event description:
The lead was capped and replaced.

Event description:
It was reported that the patient had vf detection because of false sensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.